Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was went off, buttons were had to press longer than 3 minutes. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and insulin pump had failed battery. The device will not be returned for analysis.